Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdominal pain. The cause of the events was not reported. It was reported that the patient was hospitalized on the same day as the event onset and was sent home with no treatment the following day. Three days after the initial onset, the patient's drain was reported to be more cloudy and the patient experienced abdominal pain and again went to the hospital. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event. Pd therapy was temporarily discontinued. No additional information is available.